Event description:
The customer called and reported experiencing high blood glucose of 600 mg/dl. Troubleshooting for high blood glucose was declined. At time of this report, customer's blood glucose was 218 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.